Event description:
It was reported that the pump battery could not be charged. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. At the time of the call with tandem technical support, the customer had not yet treated the bg.